Manufacturer narrative:
Sample received and evaluated.

Event description:
Leaking at the hub.

Manufacturer narrative:
It was reported that the PICC started leaking right at the hub and the tubing meet. No additional information was provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.